Manufacturer narrative:
Investigation: both xtraflanges are undamaged, free from biofilm and not deformed. The inner diameter is measured and found to be within specification. Design verifications shows that a force of >2.3n is required in order to pull off the xtraflange from the voice prosthesis. It is not possible to apply this amount of force to the xtraflange by coughing; the xtraflange is placed adjacent to the tracheal mucosa and will therefore not be exposed to forces created by coughing. The most likely scenario is that the provox xtraflange was dislodged by some type of wrong handling. Possibly due to an incorrect cleaning method? There is a precaution in the IFU regarding this. Additionally there were two provox xtraflanges mounted on the voice prosthesis. This is not intended use which is stated in the IFU, see below. IFU: precautions - do not place more than one washer on the prosthesis. Instruct the patient to be careful when cleaning the voice prosthesis and stoma, and when inserting devices such as larytubes and larybuttons into the stoma. Provox xtraflange may be accidently removed and aspirated. If this occurs the patient must seek immediate medical attention. Conclusion/action inform the patient and clinician of the importance of following the instructions for use.

Event description:
According to the patient the two provox xtraflanges that were mounted on the voice prosthesis were coughed loose and aspirated. The provox xtraflanges were subsequently then coughed up and retrieved.